Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 478 mg/dl and ketones. The customer was treated with a bolus of insulin and was released from the ER 5 hours later. Upon being released from the ER customer¿s bg level was 201 mg/dl, and customer was in stable condition. Reportedly, an occlusion alarm had occurred. Customer changed pump supplies to resolve the occlusion alarm.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.